Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user had a car accident 4 year ago; the external processor was missing for the last five years and was not replaced. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An accident is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Additionally, the recipient was a non-user for the last 4 years due to a missing audio processor. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly the user was involved in a car accident 4 year ago; the external processor was missing since then and was not replaced. Reportedly the recipient was able to hear well before the accident. Re-implantation is considered.

Event description:
Reportedly the user was involved in a car accident 4 year ago; the external processor was missing since then and was not replaced. Reportedly the recipient was able to hear well before the accident.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.